Event description:
Fractured lead wire. Wire explanted. Facility submits this report pursuant to the provisions of 21 cfr part 803. This report is based on preliminary info received by which facility has not had the opportunity to investigate or verify prior to the reporting date. Facility has not conclusively determined the cause of this event. This report shall not be construed as an admission by facility that it caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as as admission that a reportable event has in fact occurred.